Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified (1) additional similar complaints for the reported item/lot combination. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Medical images were provided and reviewed by a health care professional. Review of the available records identified the following: image which is immediately postop appears within normal limits with presence of intact hardware and bone. Image which is 5 weeks postop demonstrates slight posterior migration of the l5-s1 intervertebral disc spacer which appears to extend posterior to the posterior inferior endplate of l5 and narrows the spinal canal, possibly causing cord compression (which cannot be confirmed radiographically). Hardware is otherwise intact. Bones remain intact. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Implant migrated 10% after 6 weeks post op follow up. Implant tm ardis with size 9*26*11 was inserted in level l5,s1. Implant remains on patient.